Event description:
During the surgical procedure, the echelon flex stapler did not fire as needed. The preliminary cause appears the battery was not working. Product rep notified. Product was retained for inspection for definitive cause.